Event description:
A customer reported she received an error-3 display message on her freestyle lite blood glucose meter upon sample application. As a result the customer reported she was unable to test and her blood glucose level dropped. The customer reportedly experienced headache, shakiness and seizure. Although the customer was seen by a doctor, she reported she was not diagnosed with hypo- or hyperglycemia. The customer reported the doctor made her drink an orange beverage to "bring her sugar up". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 5. The patient's largest prescribed fill volume (lpfv) was 1100 ml and the drain volume was 2346 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2010 to notify her of the nurse of the incidents of iipv that were found during the device evaluation and the probable cause that was identified. The nurse thanked for the information, and added that hp had not reported any symptoms; per nurse, the hp is doing fine and continuing therapy without any issues. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. This is a final report.